Event description:
It was reported that the customer's sensor glucose and blood glucose reading values were over 100 points off. The customer's blood glucose level was 388 mg/dl but her sensor glucose was 259 mg/dl. She also reported that the cannula was bent and received calibration errors when she removed the sensor. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.